Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not able to rewind. While on the phone insulin pump began to rewind. Customer also reported that insulin was leaking at quick release. Customer did not have all supplies to complete troubleshooting and was advised to call back when supplies were complete. Customer's blood glucose was unknown.